Event description:
Doctor implanted device in pt. On initial f/u with pt, x-rays revealed implant disassociated. Surgeon elected to remove device and replace with k-wires.

Manufacturer narrative:
Model#: sta-d1; catalog#: sta-d1.